Event description:
One touch ultra meter had read inaccurately high on 01/04. The medical affairs specialist contacted the family member to clarify the information. They state patient had become sweaty (a symptom patient also has with hypertension) at 8:30 pm on 01/04. They stated their blood glucose reading was 775 mg/dl (meter only reads up to 600 mg/dl). They drove them to the emergency room. They state patient did not feel their blood sugar was high at the time. Later (unknown time difference) at the emergency room, their lab blood glucose test was 280 mg/dl to 290 mg/dl; treated with insulin injection. The patient was hospitalized for 5 days. They state their diagnosis was "monitoring of their diabetes and high blood pressure". Their glucophage was changed to actos once a day, and their glipzide remained the same. The patient test their blood sugar twice a day. Patient took their routine medications of glucophage (500 mg) and glipizide (20mg) twice a day. Patient ate and drank their regular diet, last eating and taking their medications at 6 pm. There was no intervention at home. During troubleshooting the memory was checked. It was verified that the readings did say mg/dl not mmol/l in the memory. The 14 day and 30 day summaries are read by family member as 738 mg/dl, 775 mg/dl in 04, and other readings over 700 mg/dl.(range limit 600 mg/dl). They stated there are pieces of the first number missing. Instead of 888 they saw 788 "but the 7 could be a 3". The patient had symptoms of high blood glucose and was treated for same. This is reported as a meter malfunctioned due to the missing segments.